Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the user interface pcba and was unable to replicate the reported issue with the user interface pcba. No root cause could be determined.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's user interface pcb assembly. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.